Manufacturer narrative:
The product is not available for evaluation and testing. Additional information to be submitted 30 days upon receipt.

Event description:
The pt experienced a neurological event after a carotid stenting procedure to the left internal carotid artery. Pt experienced visual loss in both eyes, hemiparesis to the right and reflex change. The diagnosis was ischemic stroke. The onset was step-like. Recovery was partial, with major residual effects. The pt is a female with a history of severe cardiac and carotid disease requiring open-heart surgery and carotid revascularization, hyperlipidemia, congestive heart failure (chf), coronary artery disease and hypertension. The pt was not a surgical candidate due to her high-risk criteria, and was enrolled in the study. The target lesion was eccentric. The calcification was severe and the vessel was moderately tortuous. The length of the lesion was 15mm and the rate of stenosis was 99%. The physician performed a thoracic arch angiogram with selective carotid/cerebral/subclavian artery angiograms. This was followed by angioplasty and stenting of the left internal carotid artery. The stenting of the carotid artery was successful with a 10% residual stenosis remaining. There were no immediate complications noted to the pt, as she was able to move her head and all four extremities following the procedure. Sometime following the procedure, the pt experienced a neurological deficit, which was diagnosed as an ischemic stroke. Please note that multiple attempts to acquire additional information have been made and have been unsuccessful.